Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient was on her way to her doctor¿s appointment when her cgm receiver read 100 mg/dl while her bg was 40mg/dl. At the end of her appointment, she had a seizure. An ambulance was called and took the patient to a nearby hospital. At the time of her seizure the patient¿s bg was 40 mg/dl, at the hospital her bg was 30 mg/dl and her cgm was at 60 mg/dl. She was treated with an injection of sugar. The patient was discharged 5 days later. No data was provided for evaluation. The allegation and the probable cause could not be determined. The single reported glucose value and range provided for the second value of the set falls within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.